Event description:
A (B)(6) male pt with a dehisced abdominal wound resulting from surgery for sigmoid cancer was treated in an acute care setting with v.a.c. Therapy. It was reported that on (B)(6) 2010 diagnostics (CT and MRI) indicated that there was not adequate protection of the bowel to begin v.a.c. Therapy. On (B)(6) 2010, it was reported that there was adequate granulation tissue in the wound and that there was no "traffic with the bowel" and v.a.c. Therapy was initiated with the use of a non-adhesive wound dressing (silicone coated gauze) under the v.a.c. Granufoam dressing. Dressing changes were performed on (B)(6) 2010, (B)(6) 2010, and (B)(6) 2010. On (B)(6) 2010, the pt reported pain in the pubic area. On (B)(6) 2010, it was reported that when the gauze and v.a.c. Granufoam dressing were removed a fistula was identified on the bowel. V.a.c. Therapy was discontinued at this time. The wound was dressed with vaseline gauze, drain tubes placed and wound dressing applied. On (B)(6) 2010, it was reported that the fistula was resolving. The physician stated that the root cause for the fistula is unk therefore relationship to therapy is unk.

Manufacturer narrative:
The v.a.c. Ats unit was returned to kci for eval. Eval of the unit concluded that the device met specs and no fault was found. A device history review was performed for the two dressing lots used on this pt and no non-conformances were identified.